Manufacturer narrative:
This device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker experienced irritation at the pocket site. The patient reportedly had a large dressing placed at the pocket site, which may have caused the irritation. It was suspected that the pacemaker was the cause of the irritation, as the patient is allergic to nickel. Technical services (ts) confirmed that the pacemaker does not contain nickel and provided the material list via email. At this time, the pacemaker, along with the right atrial (ra) lead, remains in service. No additional adverse patient effects were reported. Additional information was received that this pacemaker system was explanted and replaced due to an unknown product performance anomaly. No additional adverse patient effects were reported. This pacemaker has not returned for analysis.

Event description:
It was reported that the patient with this pacemaker experienced irritation at the pocket site. The patient reportedly had a large dressing placed at the pocket site, which may have caused the irritation. It was suspected that the pacemaker was the cause of the irritation, as the patient is allergic to nickel. Technical services (ts) confirmed that the pacemaker does not contain nickel and provided the material list via email. At this time, the pacemaker, along with the right atrial (ra) lead, remains in service. No additional adverse patient effects were reported. Additional information was received that this pacemaker system was explanted and replaced due to an unknown product performance anomaly. No additional adverse patient effects were reported. This pacemaker has not returned for analysis. Additional information was received that the patient with this pacemaker system experienced redness and a rash around the pacemaker site. A new system was implanted on the other side of the patient. No additional adverse patient effects were reported. This pacemaker has not returned for analysis.

Manufacturer narrative:
This report is being submitted as additional information was received regarding the reason for explanting this pacemaker system. As a result, coding was also updated. This device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.